Event description:
A healthcare professional reported that a patient experienced posterior tear after the surgeon overinflated the eye with ophthalmic viscoelastic following a poor hydrodissection technique in an unidentified eye during cataract surgery. The outcome of the patient was unknown. This report pertains ophthalmic viscoelastic involved in the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
No sample returned for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Retention sample inspection is not required for complaints of this nature. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for posterior capsule rupture/tear complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. Potential root causes of the reported complaint condition include: solution quality issue ¿ unlikely, as chemistry and microbiology results must meet regulatory requirements prior to release of a batch. Consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. Event related to consumer physiology ¿ no conclusion can be made as this factor is outside the control of the manufacturing facility. Event unrelated to product use - no conclusion can be made regarding this root cause based on information available. The root cause of the no code available complaint condition can be attributed to user handling. A sample or lot code would be required for review of the complaint history and manufacturing record associated with the reported product. As no lot code or sample was received for the reported complaint condition, no further risk assessment can be performed. The no code available complaint condition does not represent a quality issue, no action is required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.